Event description:
Customer reported that they were unable to remove the batteries in their freestyle meter. As a result he delayed his treatment and experienced symptoms of dizziness, light headedness and was sweaty. Customer called the paramedics and he was taken to the hospital where he was admitted. The course of treatment at the hospital is unk.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A followup report will be submitted when the investigation is complete.